Event description:
Reporter states customer received result of hi (> 600 mg/dl) on the advantage system and 132 mg/dl on professional's meter within 10 minutes. Re-tested 30 minutes later and customer received result of hi on the advantage system and 117 mg/dl on professional's meter within 10 minutes. No high or low blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.